Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 2124215-2024-05648 and MFR. Report # 2124215-2024-05950). It was reported to boston scientific corporation that a percuflex ureteral stent was used during a procedure performed on (B)(6), 2023. During the procedure, it was noted that the stent could not be advanced. The procedure was successfully completed with another percuflex ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the stent was buckled, therefore this event has been deemed an MDR reportable event. Please see block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable investigation results of stent buckled, inside the patient. Block h10: the returned percuflex ureteral stent was analyzed, and a visual and microscopic evaluation noted that the bladder coil and the shaft was buckled. Additionally, the suture was not return. During functional inspection, a mandrel 0.036 was loaded into the device and no resistance was felt. No other problems with the device were noted. The reported event of difficult to advance was confirmed. Taking all available information into consideration, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It is possible to conclude that this problem could be caused by operational factors, such as interaction of the device between the positioner and the guide wire. It's possible to conclude that due to the buckles found in the device coil and shaft, this could have been generated because the physician could have difficulties in order to place the device in the target, leading the physician to use an excess of force in the placement of the device leading the device to be buckled. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.